Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via manufacturer representative that the bur head broke off inside the patient. The hcp used a dcr bur at 30,000 rpm instead of the indicated 12,000 rpm. The bur head was removed, an x-ray was performed to check that no metal remained in the patient. The procedure was delayed for 60 minutes. The bur was stuck inside the handpiece. A different handpiece was used to finish the procedure. The patient was not injured.